Manufacturer narrative:
Review of the event log shows no errors occurred during the time of testing. Review of the batch files shows screening cells 1 and 3 both jka positive appear positive fuzzy buttons with pink halo (slight adherence around the button). Echo well reactions scored at 3 for both wells. Positive control appears as expected. On the extend 1 panel cells 1 and 3 are jka heterozygous and interpreted as negative by the echo well images appear as fuzzy buttons. Cells 4 and 7 are homozygous for jka and negative. Well images appear as fuzzy buttons with very slight adherence. Cells 9,10,11,11,14 are all homozygous for jka and are 2+ positive and the well images appear with diffused cell buttons with moderate adherence. It appears that the patient is showing dosage for jka as some cells are not reacting because they are on the threshold of detection. According to the capture package insert "weak expressions of clinically significant antibodies may fail to react by capture r ready screen, even though the antibodies are detected in an alternative method."

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen (crrs) 3 on the echo instrument. The sample was identified to have an anti-jka.